Event description:
During the procedure, pericardial effusion occurred. The catheter was difficult to deflect but was used to continue the procedure. The catheter was inserted into the coronary sinus and used for ablation. Following ablation, a small pericardial effusion was noted. A pericardiocentesis was performed following to the procedure to stabilize the patient. The physician did not allege the deflection issue to have contributed to the effusion.

Manufacturer narrative:
One quadripolar, therapy cool flex irrigated ablation catheter was received for evaluation. The results of investigation confirmed the deflection issue was due to a loose activation wire, consistent with damage during use. The loose activation wire did not contribute to the perforation. Per the physician, the root cause of the perforation was due to ablation in the coronary sinus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, vascular perforation is an inherent risk of any electrode placement.